Event description:
Reporter indicated that pt was explanted due to infection. The infection was treated with antibiotics and explant of both the pulse generator and the entire lead (including electrodes). Re-implant is not scheduled at this time. The infection has reportedly resolved.